Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot specific product issue. The reported patient effects of worsening mitral regurgitation (mr), embolism and foreign body in patient appear to be a result of procedural conditions of the clip detaching from both leaflets and getting stuck in the chordae. Additionally, the reported patient effects of worsening mitral regurgitation (mr), embolism and foreign body in patient as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and the reported difficult leaflet grasping appears to be due to the difficult visualization during the procedure. The reported poor image resolution was due to operational context. A conclusive cause for the break in the gripper line could not be determined. The reported expulsion was due to procedural circumstances as the clip detached from both leaflets and was stuck in the chordae requiring use of a snare device to retrieve it. The reported patient effects of worsening mitral regurgitation (mr), embolism and foreign body in patient appear to be a result of procedural conditions of the clip detaching from both leaflets and getting stuck in the chordae. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. It was difficult to visualize the leaflet location due to the mitral regurgitation (mr) jet. Attempts were made to grasp the leaflets; however, it was difficult to see the leaflet clearly to grasp at a location that would affect the mr. The clip was then placed at a location where mr was reduced. During deployment, flossing was performed, and it was noted that the gripper line had broken. The complete gripperline was removed from the patient anatomy easily. However, the clip became detached from both leaflets and became stuck in the chordae. A snare device was used in an attempt to retrieve the clip but was unsuccessful. The clip remained stuck in the chordae and was noted to be stable and mr remained at 3. The patient will continue to be monitored and a repeat mitraclip procedure will be performed later. No additional information was provided.